Event description:
Additional information: it was reported that the patient was admitted to the emergency room (ER) twice. The first time was "mid-july" and the patient was told he had the flu and was sent home. No tests were done on the pump at that time. The patient returned to the ER by ambulance with "flu-like" symptoms, depression, emotional instability and mood swings. At that time the pump was interrogated and determined that pump had stopped. There was no alarm. The patient remained in the hospital and the healthcare provider (hcp) treated him with IV medication and then replaced the pump.

Event description:
It was reported the patient was now receiving effective therapy.

Manufacturer narrative:
Analysis of the pump showed a motor train anomaly: corrosion. The pump stalled during flow testing. Residue and shaft wear were found on the upper shaft of gear two, in gear two's pinion, and in the teeth of gear three.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
A confirmed motor stall with no motor stall recovery was reported. The motor stall occurred on (B)(6) 2012 followed by a tube set on (B)(6) 2012. Patient was admitted to the ER with withdrawal over the last week. Symptoms include throwing up, flu-like symptoms, and being very emotionally depressed. Drugs delivered via the device were hydromorphone and bupivacaine. An explant was scheduled on (B)(6) 2012 and patient was admitted to hospital for IV therapy. It was later reported that the pump was replaced. During surgery intra-operatively the physician drained the catheter and it was free-flowing; only the pump was replaced.

Manufacturer narrative:
Catheter model: 8731, serial# (B)(4), implanted: 2004 (B)(6), explanted: unk. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.